Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the implantable cardioverter-defibrillator was found to be in backup vvi mode due to event queue overflow. The device was successfully restored. There was no symptoms reported.